Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a broken u link. A technical support specialist (tss) updated the device time zone from pacific standard time (pst) to eastern standard time (est) and synchronized the device with the network time protocol (ntp) server. The customer confirmed that the device was rebooted and that the correct time was displayed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es time was delayed by 3 hours. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.